Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case at display window corners, broken battery tube threads, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing o-ring on reservoir tube, cracked case at reservoir tube window corners and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump was damaged at the reservoir compartment. Customer's blood glucose was unknown at the time of incident. The product was returned for analysis.